Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a post-implant follow-up. Upon device interrogation, the lead exhibited low sensing and the lead was observed to be dislodged under fluoroscopy. During an attempt to reposition the lead, the helix was unable to extend. The lead was explanted and replaced. The patient was stable post procedure.